Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, no nonconformances were found, and the cause could not be established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Therefore, a root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
It was observed during the device inspection that subject device had an e433 error. There were no reports of patient involvement.